Event description:
Patient states her dexcom g7 continuously showing readings that are 70 points higher or lower than her fingerstick. She was hospitalized on (B)(6) 2025, with glucose levels over 1,000 and pneumonia. The patient reported device failure to the manufacturer, was offered a replacement but refused it.